Event description:
Reference number (B)(4). Event occurred in united arab emirates. It was reported that the patient faced an event of infusion set tubing detached at quick release on 05-dec-2024. The insertion site was at the thigh. The event occured on second day of insertion. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint pr (B)(4) has been evaluated. The batch 6001421 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 1 and wi guidance for functional testing for complaints area version 1 for the code tubing detached from tubing-tubing connector. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 1 on reference samples, 10 samples out 10 samples passed the test. Functional static pull of the tubing-tubing connector test 1 according to wi version 1 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6001424 was manufactured according to the wi version 75 packing in the multivac 12, on 26/may/2024, with a total of (B)(4) units. Gluing of tubing: the lot 3e04443 was manufactured according to the wi version 38 in the machine 08, on 24/may/2023, with a total of (B)(4) units. The lot 3e04442 was manufactured according to the wi version 38 in the machine 05, on 24/jan/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 11/feb/2025 against malfunction code tubing detached from tubing-tubing connector and lot 6001424 and no other complaint has been registered in database for the same lot 6001424 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples related to malfunction reported, no harm reported, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.